Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not working. The reporter was not sure what was wrong with the device. The reporter stated that when they started their daily routine, the device was left on their desk with a note "not working". The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was found to have a hole by the muffler on location 1. It was determined that this type of opening near the muffler is indicative of assembly issues with the crimping manufacturing device. This issue has been escalated to CAPA. In addition, it was found that the locking subassembly would not go on the safety position (powerbroken). During repair it was observed that the pawls were mangled. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position this is user error. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.